Event description:
On 03/10/2023, it was reported by a sales representative via phone that an ar-8925t syndesmosis tightrope broke. This occurred on (B)(6) 2023 during an ankle syndesmosis, the wire was put through the guide and when going to tighten the suture pulled all the way through the button and then broke. All fragments of the suture were retrieved, and the case was completed using another ar-8925t. There was no patient effect reported.

Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures; however, due to the device not being returned, we are unable to confirm the reported event.